Manufacturer narrative:
Event summary: as reported, there was a white stain inside the sterilized area of the package of an perc ncircle nitinol tipless stone extractor. The issue was discovered at a cook distributor and there was no patient involvement. Investigation ¿ evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures of the device were conducted during the investigation. The device was not returned to cook for investigation. The complaint was confirmed by the photo provide of the product packaging that shows white discoloration on the clear plastic of the product pouch. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of manufacturing procedures found controls to be in place, each packaged product is visually inspected for foreign matter. Cook has concluded that sufficient inspection activities are in place. The device is provided with instructions for use which caution, ¿sterile if the package is unopened or undamaged. Do not used if package is broken. Based on the available information, cook concluded that a cause for the complaint cannot be established, it was not possible to rule out distribution or storage. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter occupation: purchasing. PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, there was a white stain inside the sterilized area of the package of an perc ncircle nitinol tipless stone extractor. The issue was discovered at a cook distributor and there was no patient involvement.